Event description:
Boston scientific received information that during a device interrogation 2 months after an unrelated patient fall, increased pacing thresholds were noted on this left ventricular lead. The root cause of the increased thresholds could not be determined, but it was suspected that the lead may have dislodged upon the fall, resulting in the anomaly. No remedial action has been taken at this time, and no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.